Event description:
The nurse in question placed the pico dressing on the patient and waited till the pump went green. A few seconds later the red light came on and stayed on, the nurse changed the dressing and same thing happened again. There was no delay, no harm or injury reported and the procedure was completed with a competitor device.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device alerts/indicator lights are intended to inform the user when a device is not performing as intended so that immediate action may be taken to resolve the issue and continue treatment. This event is considered not reportable pursuant to 21 cfr part 803.